Event description:
This report is being filed upon notification from our x-ray manufacturer in (B) (4) to submit this event. Problem: patient was to have an x-ray procedure. The tabletop pivoted away from the stretcher during the transfer of the patient from a stretcher to the x-ray table. This allowed the patient to fall to the exam room floor. The patient received a cut on the back of the head. The patient did not need stitches and it was the opinion of the attending physician that the injury received by the patient did not influence his condition adversely in any way.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.